Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with chest tightness and discomfort. Interrogation of the patient's device showed their right ventricular (rv) lead had failed to capture, was over-sensing noise, had low pacing impedance and failure to sense. Fluoroscopy showed the rv lead had perforated the patient's heart. The physician explanted and replaced the lead. The patient was discharged in stable condition.